Event description:
Hill-rom received a report from a hill-rom technician stating pins were bent on the communication cable. The bed was located at the account. There was no patient/user injury reported.

Manufacturer narrative:
The hill-rom technician found the side communication cable had bent pins. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2010-2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the side communication cable to resolve the issue. Based on this information, no further action is required.